Manufacturer narrative:
Exact date unknown, event occurred in approximately six months ago.

Event description:
It was reported that the patient had difficulty to maintain a charge of the ipg. It was also noted that patient noticed increase charge burden. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned as per hospital policy.